Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What does the reaction look like and how large of an area does the reaction cover? The thigh of the affected limb or around the wound. 2. Do you have any pictures of the reaction? No. 3. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Immediately discontinue celecoxib and prescribe anti-allergic drugs (celestamine, olopatadine). 4. If medication was required, please clarify if it was prescription strength. Only medication. 5. What is the most current patient status? We do know if the patient still stayed at the hospital or not, but the patient is stable. 6. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? History of mental illness 7. What are the name and date of index surgical procedure? Tka. 8. What were the diagnosis and indication for the index surgical procedure? Deformity of the knee joint. 9. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? It was used to address active bleeding from joint capsule and soft tissue. 10. Where was the surgicel used (on what tissue)? Joint capsule and soft tissue. 11. How much surgicel was used during the procedure? 3g. 12. Was the surgicel product left in place? Was the excess irrigated and removed? After waiting 2 minutes, conducted jet cleaning. 13. What were current symptoms following the index surgical procedure? Onset date? On the 4th postoperative day, the thigh area of the affected limb and the area around the wound became pink. Crp was 18 on the 3rd day after surgery, and crp was 2 as of 2 weeks after surgery, and the patient is under follow-up. 14. Did the patient undergo an allergy test to determine if they have an allergy to surgicel powder? No. 15. Has any surgical or medical intervention been performed? Discontinued celecoxib and prescribed anti-allergic drugs (celestamine, olopatadine). 16. What is physician¿s opinion as to the cause of or contributing factors to this event? As the skin eruption associated with celecoxib is not systemic, it may be somewhat negative. Contact dermatitis may also occur if there is simply a lot of bleeding and subcutaneous bleeding spreads to the back of the knee. However, since the skin rash this time was localized to the knee area, a foreign body reaction due to surgicel powder cannot be ruled out. I also think so. 17. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? The patient did not say the possibility of deficiency of the scp. 18. What is the patient¿s current status? Discharged and follow-up in the outpatient department. 19. What does the reaction look like and how large of an area does the reaction cover? The thigh of the affected limb or around the wound. 20. Do you have any pictures of the reaction? No. 21. The corrected description mentions that this was the second patient who used the surgicel powder sample. Was there any adverse reaction experienced by the first patient? Probably no. The following information was requested, but unavailable: 1. Can you identify the lot number of the product that was used? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Was there any intraoperative concurrent use of other products? 4. What is the lot number? 5. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What are the name and date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What is the lot number? 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 8. Where was the surgicel used (on what tissue)? 9. How much surgicel was used during the procedure? 10. Was the surgicel product left in place? Was the excess irrigated and removed? 11. What were current symptoms following the index surgical procedure? Onset date? 12. Did the patient undergo an allergy test to determine if they have an allergy to surgicel powder? 13. Has any surgical or medical intervention been performed? 14. What is physician¿s opinion as to the cause of or contributing factors to this event? 15. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 16. What is the patient¿s current status? 17. What is the users experience w/ surgicel powder and other hemostatic agents? 18. What does the reaction look like and how large of an area does the reaction cover? 19. Do you have any pictures of the reaction? 20. The corrected description mentions that this was the second patient who used the surgicel powder sample. Was there any adverse reaction experienced by the first patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2024 and absorbable hemostat was used. Additional information was requested during a total knee replacement, absorbable hemostat was used on the patient. On (B)(6), after inserting the implant and insert, 3g of absorbable hemostat was sprayed on the joint capsule and soft tissues. After 2 minutes of applying dry gauze to stop the bleeding, washing was done thoroughly with jet washing to remove excess absorbable hemostat. The surgery was completed by suturing and placing a drain as usual. On about the fourth postoperative day (B)(6), the patient's affected limb had a pink skin rash appeared around the wound on the right thigh and right knee. Crp on the first postoperative day was 0. I think it's probably due to the steroids (40mg of kenacort injected into the joint capsule). The jbjs report also states that injections reduce inflammatory markers. Crp 3 days after surgery was 18, current crp 1 week after surgery was 2, and is under follow-up. Current crp 2 week after surgery, on the 13th day after surgery (B)(6), was 2. I think it is rare for the value to be as high as 18 on the third day after surgery. Since celecoxib-induced skin eruptions are the most common in clinical practice, celecoxib was immediately discontinued and anti-allergic drugs (celestamine, olopatadine) were prescribed. Currently, I am continuing olopatadine. Treatment for dermatitis => I am administering to the patient celestamine (3 tablets x 3) per day, and then continue with olopatadine. No patch tests were performed. The patient has no history of allergies. At our hospital, nurses perform patch tests with various tape agents before surgery for patients who are prone to tape rash. This patient did not have any such episodes, so from an objective point of view, it may not be a tape rash. There was no rash where the tape was placed on my back for the epidural. In case of infection, there is a spike-type fever exceeding 38 degrees. There was a possibility of drug-induced dermatitis or contact dermatitis caused by drugs such as celecoxib. This patient has no fever. Therefore, I thought it was an allergic reaction. There are no findings that strongly suggest infection, such as fever or strong pain. The areas where absorbable hemostat was used were sprayed after insert insertion, focusing on soft tissues, and thoroughly cleaned with jet cleaning. I would like to continue administering anti-allergy medication to the patient and monitor his progress as an outpatient. As a topical agent, I apply antebate to the patient twice a day. At the outpatient clinic, anti-allergic drugs that are more effective can be used, so we are considering treatment for allergies the patient is in the hospital. There were no problems with adl and the patient wanted to be discharged, so the discharge was scheduled for (B)(6). This is the second patient who used the absorbable hemostat sample. [Surgeon¿s comment] as the skin eruption associated with celecoxib is not systemic, it may be somewhat negative. Contact dermatitis may also occur if there is simply a lot of bleeding and subcutaneous bleeding spreads to the back of the knee. However, since the skin rash this time was localized to the knee area, we believe that a foreign body reaction due to absorbable hemostat cannot be ruled out. [Other contributing factor] allergic reaction to celecoxib. The standard treatment for artificial joint pain is to use a combination of celecoxib, acetaminophen, and tramadol. I don't think there are many allergic reactions to acetaminophen or tramadol. Celecoxib is characterized by a sudden allergic reaction that occurs within about a week. Therefore, this time as well, I am primarily considering the effects of celecoxib, but since it is not systemic, I also considered the effects of absorbable hemostat as an option. [Medical history] the patient has a medical history of mental illness. The patient's symptoms are currently stable.